Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 1 with an occlusion alarm during bolus delivery. Customer's blood glucose level was not impacted as customer had administered a manual injection. Customer was able to load a new cartridge successfully.